Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) while the patient was out walking. Multiple t-wave oversensing (twos) episodes and elevated sensing integrity counter (sic) were noted. The twos was not reproducible. The rv lead remains in use. No patient complications have been reported as a result of this event.